Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed visual inspection, and septum, snap cap and transfer guard are missing from reservoir. Unable to confirm air bubbles anomaly. (B)(4).

Event description:
It was reported that there was air bubbles in reservoir and also reported that reservoir compartment was broken. Customer's blood glucose was unknown. Reservoir would be replaced.